Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels ranged from 260 mg/dl to 293 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula had not properly seated in the infusion site (leg). Ketones were also checked and results were negative. As treatment, a manual injection was delivered.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism that would result in a failure for the cannula to insert into the pod infusion site. Although no issues were found in the needle mechanism, the actual cause of the reported event of cannula unsure properly inserted could not be determined.